Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator would not turn on. No patient harm reported.

Manufacturer narrative:
Date of report: 09/22/2018. Date of manufacturer: 05/14/2018. Additional information was received that the ventilator was not in use at the time of the event. There was no patient involvement. The field service engineer inspected the device and could not duplicate the reported issue.